Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product testing found the device did not perform as described in the field action. Product event summary: further analysis was performed to test for high current drain, which may have caused early battery depletion. When the device was powered with an external supply and programmed to nominal pacing parameters with pacing loads, high system current drain was not observed. There was no significant change in the current drain after 16 hours in a temperature chamber at approximately 60°c. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included fault grade, interconnect, and random access memory tests. It also passed additional testing of the external sram. The device also passed built in self test (bist). No anomalies were observed during real time x-ray and optical inspections of the device internal assembly and the hybrid. Optical inspection of the stacked chip scale package (scsp) did not reveal any copper trace anomalies or foreign material. Analysis was terminated since a battery depletion failure mechanism such as high current drain was not observed. No hybrid anomalies were found.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.